Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 24-feb-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause of the broken lead was not determined. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4). Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the unit was shocking him in the genital. The patient stated that it only shocked him periodically and it all started where the device malfunctioned approximately 6 months ago. The patient mentioned that he worked with his health care professional to figure out what was going on, whether there was a short or something, and finally came to the conclusion that one of the leads was broken. The patient noted that he had surgery 10 days ago, maybe (B)(6), it was all taken out and the unit was removed. There were no further symptoms or complications reported or anticipated.